Manufacturer narrative:
The initial MDR 1219913-2021-00501 was filed on december 7, 2021. Additional information - december 9, 2021: an outside the united states customer had a sample that repeatedly recovered > 700 u/ml with atellica im ca 19-9 kit lot 494 but recovered 19.5 u/ml with an alternate ca 19-9 assay. The customer was not able to provide the patient's medical status or a list of medications/supplements the patient was taking. The sample was treated with a heterophilic blocking tube (hbt), after which it recovered 335 u/ml. There is no sample that can be sent to siemens healthineers for evaluation due to china customs issues. The lower result obtained when the customer treated the sample with a hbt indicates that heterophilic antibodies are elevating the result of the sample with the atellica im ca 19-9 assay. As stated in the limitations of procedure section of the hbt instruction for use (IFU) "there may be some samples with extremely strong heterophilic interference. In such cases the hbt may not be able to block all of the assay interference."' As stated in the limitations section of the atellica im ca 19-9 instructions for use (IFU) (10995285, revision 03, 2019-07) "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results." The expected values section of the atellica im ca 19-9 instructions for use indicates 3.7% of samples from normal patients recovered >37 iu/ml so a certain number of elevated results from normal patients can be expected for this assay. As stated in the limitations section of the atellica im ca 19-9 IFU: "warning do not use the atellica im ca 19-9 assay as a screening test or for diagnosis. Do not predict disease recurrence solely on levels of atellica im ca 19-9. Normal levels of atellica im ca 19-9 do not always preclude the presence of disease." "Note do not interpret serum levels of ca 19-9 as absolute evidence of the presence or the absence of malignant disease. Before treatment, patients with confirmed gi carcinoma frequently have levels of ca 19-9 within the range observed in healthy individuals. Additionally, elevated levels of ca 19-9 can be observed in patients with nonmalignant diseases. Measurements of ca 19-9 should always be used in conjunction with other diagnostic procedures, including information from the patient's clinical evaluation. The concentration of ca 19-9 in a given specimen determined with assays from different manufacturers can vary because of differences in assay methods, calibration, and reagent specificity. Ca 19-9 determined with different manufacturers' assays will vary depending on the method of standardization and antibody specificity. Therefore, it is important to use assay-specific values to evaluate quality control results." The cause of the elevated result seen by the customer with this one sample when using atellica im ca 19-9 kit lot 494 could not be determined but heterophilic antibodies were impacting the result. Based on the investigation, no product problem was identified. The customer is operational. No further action is needed. In section h6, investigation findings, and investigation conclusion codes were updated based on the investigation results.

Event description:
Customer observed an elevated atellica im ca 19-9 (ca 19-9) result for a patient sample compared to an alternate method. The results were not reported to the physician. Ca 19-9 testing was performed for physical examination and there were no reports that treatment was altered or prescribed or adverse health consequences due to the discordant elevated result.

Manufacturer narrative:
An outside the united states customer observed an elevated atellica im ca 19-9 (ca 19-9) result from a sample that was considered discordant on comparison with the alternate method. The instructions for use contains the following: "warning the concentration of ca 19-9 in a given specimen, as determined by assays from different manufacturers, can vary due to differences in assay methods and reagent specificity. The results reported by the laboratory to the physician must include the identity of the assay for ca 19-9 used. Values obtained with different assay methods cannot be used interchangeably. If, in the course of monitoring a patient, the assay method used for determining serial levels of ca 19-9 is changed, the laboratory must perform additional serial testing to confirm baseline values. The atellica im ca 19-9 assay is based on the 1116-ns-19-9 antibody available through agreement with (B)(4) diagnostics, inc. Assays using antibodies other than 1116-ns-19-9 may give different results. Patients must possess the ability to express the lewis blood group antigen or they will be unable to produce the ca 19-9 antigen even in the presence of proven malignancy. A patient with a positive genotype for the lewis antigen may produce varying levels of ca 19-9. Phenotyping for the presence of the lewis blood group antigen may be insufficient to detect true lewis antigen negative individuals." Interpretation of results of the instructions for use states the following: " results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Siemens is investigating.